Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
Patient revised due to hip pain. Revised femoral head. Also revised acetabular shell and liner with competitor's devices.